Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed performing isometrics and pocket manipulation to try to recreate the measurements as well as testing the system with a synchronous 1.1 joule shock. It was noted that the pacing impedance measurements, sensing, and pacing threshold measurements were all normal. The plan at this time was to continue to monitor the system. The device and lead remain in service. No adverse patient effects were reported.